Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) seemed to be stuck when it was time to deflate the balloon and remove the device. The balloon would not deflate at all when it came time to deflate and remove. Additional pressure was applied and the device still could not be removed. The tech then ruptured the balloon and was able to remove the device. The balloon was ruptured by holding the balloon inflation indicator down while inflating the balloon to cause the rupture. The closure steps were completed and manual pressure was held for five minutes with no bleeding. There was no reported patient injury. The device was used to close a 6f right common femoral artery access. A non cordis 10cm sheath was used. The device was stored at the appropriate temperature and opened correctly in a sterile fashion. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity and little to no presence of pvd / calcium in the vicinity of the puncture site. The balloon was prepped with 100% saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. All steps of deployment were performed properly. The device will not be returned for evaluation.

Manufacturer narrative:
Sections b1, h1, and h6 were corrected to reflect the coding for a serious injury, as was reported on initial event description reported on initial report. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) seemed to be stuck when it was time to deflate the balloon and remove the device. The balloon would not deflate at all when it came time to deflate and remove. Additional pressure was applied, and the device still could not be removed. The tech then ruptured the balloon and was able to remove the device. The balloon was ruptured by holding the balloon inflation indicator down while inflating the balloon to cause the rupture. The closure steps were completed, and manual pressure was held for five minutes with no bleeding. There was no reported patient injury. The device was used to close a 6f right common femoral artery access. A non-cordis 10cm sheath was used. The device was stored at the appropriate temperature and opened correctly in a sterile fashion. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity and little to no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The balloon was prepped with 100% saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. All steps of deployment were performed properly. The device will not be returned for evaluation. The reported ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract." Based on the information available for review, there is no indication that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) seemed to be stuck when it was time to deflate the balloon and remove the device. Additional pressure was applied and the device still could not be removed. The tech then ruptured the balloon and was able to remove the device. The closure steps were completed and manual pressure was held for five minutes with no bleeding. There was no reported patient injury. The device was used to close a 6f right common femoral artery access. A non cordis 10cm sheath was used. The device was stored at the appropriate temperature and opened correctly in a sterile fashion. All steps of deployment were performed properly. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.